Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and vaginal haemorrhage ("irregular vaginal bleeding"). The patient was treated with surgery (she underwent a procedure to remove essure.). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify plaintiff did not undergo essure confirmation test." On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vaginal haemorrhage ("irregular vaginal bleeding"). The patient was treated with surgery (she underwent a procedure to remove essure.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for general abnormal bleeding. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received reporter information was added. New event added genital bleeding, device monitoring procedure not performed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.